Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. No other evaluation findings were provided. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during a device check, an internal channel defect was noted in the channel tube. The scope was returned for evaluation and found channel tube blocked and cannot be dredged. This report is being submitted to address the improper reprocessing that is indicative of the blocked channel noted during evaluation. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established, nor could the foreign material be definitively identified, since information on the material was not obtained. Based on the results of the legal manufacturers investigation, the phenomenon likely occurred due to a reprocessing method at the facility that is different than the recommended process identified in the instructions for use, and/or facility staff was less trained on reprocessing and/or device handling according to the instructions for use. The instructions for use (IFU) reprocessing manual related to the affected product documents the following about insufficient reprocessing and reprocessing to be taken immediately after each procedure as below: ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ the suggested event can be detected by inspection prior to use for the following IFU statement: ¿inspection of the endoscopic system: insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope.¿ olympus will continue to monitor field performance for this device.